Event description:
It was reported that during the implant procedure, a catheter was used and the left ventricular (lv) lead was guided using a guidewire. The blood vessel had a strong tortuosity, and when the catheter was operated, while pushing the guidewire, a drop in blood pressure and an increase in the heart rate were noted. Review of the echocardiogram identified pericardial effusion. A "lead run" was confirmed by a coronary angiogram and a coronary sinus perforation was evident so pericardial drainage was performed. It was believed that the lead passed through the great cardiac vein with the catheter and an emergency thoracotomy was performed. The lv lead was surgically removed. The right atrial (ra) lead and right ventricular (rv) lead were removed from the patient due to risk of infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.